Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿, ¿adjust/check belt¿, and ¿check therapy pad¿ messages) was confirmed due to contamination found on the j702, j703, and j704 in the distribution node (dn) pca board, causing the belt to not communicate with the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode", "add gel/replace belt", and "adjust/check belt" messages.